Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20140. It was reported the patient experienced ineffective stimulation. Diagnostics determined high impedances on the scs leads. X-rays revealed the lead had migrated. Surgical intervention will be taken at a later date to address the issue. The patient received two scs leads. It is unknown which scs lead is related to the issue. Therefore, all the devices in question are being reported.

Event description:
Device 1 of 2 . Reference MFR. Report# 1627487-2015-20140. Further follow up identified the leads were explanted and replaced with a different model which resolved the issue. Reportedly, effective stimulation was restored.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.